Event description:
Pt stated that he had a prolene mesh implanted to repair a hernia on (B)(6), 1999. He reported that approximately 3 months later he developed a rash from his abdominal area through his groin down to his legs. He described the rash as red itchy pimple like bumps. He stated that on hot days he will have intense burning sensation on his rash that he has to quickly take a cool shower to relieve his pain. He stated that he went back to his physician and a dermatologist and was given a cream and medication for thin intense itching. He reported the following symptoms as well: infections, dizziness, nausea, vomiting, loose bowels, ambulation difficulties, and urinary tract infections. Pt described his overall health as deteriorating and had experienced a myocardial infarction since the implantation of the device. He alleged that no doctors will help him remove the device and will like help to do so.